Event description:
I used renu moistureloc contact lens satine solution from 01/19/05 - 07/20/05. I had severe eye pain and went to the eye dr and cornea specialist numerous times. My drs couldn't figure out what was wrong. I had multiple lesions on my cornea, decreased vision, extreme pain, and sensitivity to light. I was never diagnosed but now felt that the solution was the reason I had these issues. Event did not abate after use stopped.